Manufacturer narrative:
Evaluation of teg system and disposables is pending. Haemonetics will provide additional details when investigation is complete.

Event description:
On november 11 2020, haemonetics was notified of false test results, which occurred post procedure utilizing the teg system in (B)(6). At this time there was no reported impact to patients' health. Haemonetics is awaiting additional information regarding misdiagnosis and patient impact.